Event description:
Additional information was received. The electrocardiogram results were reviewed with the physician and the physician was in agreement. Also ,there were no further complaints regarding device function.

Manufacturer narrative:
Corrected information: sex .

Event description:
It was reported the patient is deceased. The cause of death was listed as cardiac arrest and the physician questioned termination of arrhythmia. Additional information revealed the device detected and terminated the ventricular tachycardia (vt) twice on the day of death. Possible electromechanical dissociation was discussed with the physician. A request for additional information was made but not received.